Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), when deploying the stent, the device failed to properly deploy. The stent was immediately removed from the patient. An alternative stent was placed.